Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm, button error alarms, and a foggy display. The customer's blood glucose level was 8.7 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer's device was out of warranty and did not accept a loaner insulin pump. Customer stated would call back later after speaking with the doctor.